Event description:
It was reported via repair work order that the cot may have issues with dropping when patient weight is applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot may have issues with dropping when patient weight is applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified during the investigation that the cot drop issue reported was due to user error. The unit did not have a mechanical issue that caused this event. The user facility reported that they are handling this user error event internally.